Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). Photos were provided for further evaluation; no samples were provided. The photos provided were also visually evaluated and showed part of a catheter and a shadow of a vent catheter; however, the photos did not confirmed the reported defect. Based on the evaluation results, the reported defect was not confirmed. Retained units were evaluated and passed the internal testing. A review of the discrepancy management system (dsms) database was performed for the reported lot number and no abnormalities or non-conformances were noted during the in process or final product inspection. Additionally, review of the batch history records was also performed for the reported lot number and no non-conformances or deviations were noted during the manufacturing process or final inspections. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If any additional pertinent information becomes available, a follow up will be submitted.

Event description:
As reported by the user facility: tip broke off. No injury reported.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). The investigation is ongoing at this time. A follow up will be submitted when the investigation results become available.